Manufacturer narrative:
No decon or visual inspection performed since product was not returned and could not be evaluated. The image from the facility shows the the iab packaged in the wrong box and confirms the reported problem. A CAPA was initiated for complaints with iab mispackaged issue, see cr (B)(4). A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Manufacturer narrative:
Event site postal code: (B)(6) the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that mega 40cc intra-aortic balloon (iab) was mispackaged as a mega 50cc iab. There was no patient involvement or adverse event reported.